Event description:
Pt fell to floor after getting out of bed. Delay timer on bed alarm set at 2 secs and did not sound off. Pt re-fractured hip and fractured wrist. Bed alarm and sensor inspected by biomedical techs. Biomed found sensor as defective component. Device installed 1/21/97.